Manufacturer narrative:
(B)(4).

Event description:
It was reported that the physician observed an episode of vt/vf detection with an aborted charge. The lead was suspected to be damaged. The physician elected not to replace the lead. Programming changes were made. The patient was stable and will be followed up more frequently in clinic.